Event description:
During the receipt and inspection of the returned device, it was discovered that there was foreign material inside the objective lens that resulted in a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The presence of foreign material in the lens was confirmed. Based on historical data, possible causes include damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.